Event description:
It was reported that the lift motor was not functional due to nylon lift motor nuts malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the lift motor was not functional due to nylon lift motor nuts malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as investigation found the footend lift was stuck in low height, which is the preferred position for medical intervention if it were to become required. This issue is not likely to contribute to or cause serious injury or death if it were to recur.